Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo_13.2 implantable collamer lens of -11.0/2.0/071 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a shorter length lens due to excessive vault and elevated intraocular pressure (lop). The cause of the event was reported as unknown.